Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set was missing the safety button and the spring was out of the mechanism and around the exposed needle. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed. The sample had damaged/twisted spring coils, which were stretched over the IV needle. The IV protector, which was loosely on the IV needle tip, also exhibited damage. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged product with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to damage during shipping/transportation.